Event description:
It was reported that the patient presented for an upgrade procedure from pacemaker to implantable cardioverter defibrillator (ICD). During procedure, it was noted the setscrew failed to be removed from header. The atrial and right ventricular leads were cut and the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen both the atrial and right ventricular setscrews to disconnect the leads was confirmed. The pacemaker was returned for analysis. Analysis revealed both setscrews had been stripped by the physician which prevented them from being untightened. The right ventricular setscrew had been over-torqued by the physician at implant which contributed to it being stripped when trying to untighten it. These are anomalies related to the user¿s use of the torque wrench causing the problems of untightening the setscrews.